Event description:
The pt had skin erosion over the pump with an infection. Pt symptoms included fever and wound drainage. The pt was hospitalized. The pump and catheter were explanted. The pt outcome was reported was reported as "no injury". The device system was used to deliver compounded baclofen.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed no anomaly found; normal device function.